Event description:
Same case as MFR# 2134265-2011-04860. It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the heavily calcified and heavily tortuous graft at the circumflex (cx). A non-bsc guide wire was advanced and the lesion was predilated with a 4.0x20mm nc apex balloon. A 4.0x38mm ion stent delivery system (sds) was advanced but could not cross a previously placed stent and was removed. A 4.0x12mm ion sds was advanced but also did not cross. The struts of both ion stents became damaged at the mid section. To complete the procedure, the physician placed a 4.0x18mm non-bsc stent, a 4.0x28mm promus stent and a 4.0x18 promus stent. No patient complications were reported and the patient's current condition is ok.

Manufacturer narrative:
Returned product consisted of a taxus element/ion mr stent delivery system. There was contrast in the inflation lumen. Two middle rows of stent struts were stretched and flared. The tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported stent damaged. There was no evidence of any material or manufacturing deficiencies that could have contributed to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2011-04860. It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the heavily calcified and heavily tortuous graft at the circumflex (cx). A non-bsc guide wire was advanced and the lesion was predilated with a 4.0x20 mm nc apex balloon. A 4.0x38 mm ion stent delivery system (sds) was advanced but could not cross a previously placed stent and was removed. A 4.0x12 mm ion sds was advanced but also did not cross. The struts of both ion stents became damaged at the mid section. To complete the procedure, the physician placed a 4.0x18 mm non-bsc stent, a 4.0x28 mm promus stent and a 4.0x18 promus stent. No patient complications were reported and the patient's current condition is ok.

Manufacturer narrative:
Device is a combination. (B)(4).